Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to the patient being discharged home post implant, loss of capture was observed from the right ventricular (rv) lead. A chest x-ray was performed which did not find any displacement of the ventricular lead and there was no pericardial effusion on the cardiac ultrasound. Subsequently the patient remained hospitalized and a lead revision procedure was performed two days later. During the procedure the rv lead was explanted and replaced due to inability to sense. No additional adverse patient effects were reported.